Manufacturer narrative:
The device was received with no act and up button response due to corroded act and up keypad traces. Unable to perform rewind and basic occlusion,prime test ,the excessive no delivery and displacement test due to no act button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was performed. The device was returned for analysis.